Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received eighteen appropriate treatments. The device was started up at 21:09:16 on (B)(6) 2025. At 11:58:38 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf. At 11:59:14, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was paced rhythm @ 100 bpm. At 12:00:37, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was paced rhythm @ 120 bpm /vf. At 12:01:41, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was paced rhythm @ 100 bpm. At 12:02:27, an arrhythmia was detected. ECG shows vf with pacemaker spikes. At 12:02:58, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with pacemaker spikes. Post shock rhythm was paced rhythm @ 100 bpm. At 12:03:25, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 130 bpm . Post shock rhythm was vt @ 160 bpm with pacemaker spikes/vf with pacemaker spikes. At 12:03:57, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf with pacemaker spikes. Post shock rhythm was paced rhythm @ 90 bpm with motion artifact. At 12:05:48, an arrhythmia was detected. ECG shows vf. At 12:06:20, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was paced rhythm @ 80 bpm. At 12:08:07, an arrhythmia was detected. ECG shows vf. At 12:08:37, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 100 bpm/vf. At 12:09:14, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 100 bpm/vf. At 12:09:48, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 110 bpm/vf. At 12:10:17, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 110 bpm/vf. At 12:10:49, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 110 bpm/vf. At 12:18:23, an arrhythmia was detected. ECG shows vf with varying amplitudes/CPR/motion artifact. At 12:19:46, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes and CPR/motion artifact. Post shock rhythm was vf with varying amplitudes and CPR/motion artifact. At 12:20:20, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes and CPR/motion artifact. Post shock rhythm was vt @ 100 bpm. At 12:21:38, an arrhythmia was detected. ECG shows vf with varying amplitudes/CPR/motion artifact. At 12:23:02, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes and CPR/motion artifact. Post shock rhythm was asystole for 4 seconds transitioning to vt @ 100 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 12:29:22, an arrhythmia was detected. ECG shows vt @ 100 bpm. At 12:30:14, the patient received the sixteenth appropriate treatment. Rhythm at the time of treatment was vt @ 100 bpm. Post shock rhythm was idioventricular rhythm @ 90 bpm. At 12:30:45, the patient received the seventeenth appropriate treatment. Rhythm at the time of treatment was vt @ 100 bpm. Post shock rhythm was idioventricular rhythm @ 90 bpm degrading to vf with varying amplitudes/CPR/motion artifact. At 12:32:57, the patient received the eighteenth appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes/CPR/motion artifact. Post shock rhythm was asystole with CPR/electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 14:16:12 on (B)(6) 2025. Per holter monitor the patient was in an idioventricular rhythm/paced rhythm @ 40 bpm with CPR/motion artifact/electrode lead fall off at the time of the device shutdown.